Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level, called technical support. A replacement pump was arranged to be sent to the customer, who reverted to an alternate method of insulin therapy.